Event description:
It was reported that the patient presented to the hospital due to dizziness. Upon review, it was discovered that the right atrial lead dislodged. During the procedure, the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued with all filars broken/separated inside the connector region consistent with procedural damage. After cleaning and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was isolated to helix being clogged with blood/tissue and overtorqued of the inner coil.